Event description:
The account alleged that the bed has no power.

Manufacturer narrative:
The account 120 volts ac coming in at p10 and on the ac fuses but f5 f17 f18 have no voltage on either side and no voltage coming from the bridge rectifier. The account replaced the power control module to repair the bed.